Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10nl. In the event reported, it was stated that there was blurry screen while trying to asses/excise a "large polyp.". The anomaly was detected in the procedure room during use. There was no adverse event reported with this complaint. No other information provided.

Manufacturer narrative:
Evaluation summary: this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged.